Manufacturer narrative:
Concomitant medical products: product ID 37761 lot# serial# (B)(4). Product type recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a broken desktop charger dtc) connector pin. The patient (pt) stated they had been having issues when attempting to recharge the recharger (insr) for a month or so (pt said they did not look at the date). Pt described seeing the 'low battery' screen and another image that patient services (pss) did not recognize. Pt commented they were "dead in the water" they had been without their neurostimulator (ins) for 4 days confirming the battery had been depleted. Pt remarked there were exposed wires (red/yellow/black) located at the top of the dtc connector pin. Pt mentioned they can barely walk <(>&<)> utilizing a rollator walker. Pt also had to use a magnifying glass to provide the device serial number. Pt said they charge the ins in the evenings which has been needing to be recharged more often. Pt later verified this was related to the issues with the dtc being damaged while denying any recent reprogramming. Pt said the last time they met with the rep everything was "good to go" noting their therapy intensity stats at 3.5 or 3.7. Pt added they did not care if they had to recharge everyday noting they run with it 3/4 full all the time lasting 3-4 days. Pt also mentioned a recent MRI (due to spurs on neck <(>&<)> spine) where the ins wasput into safety mode. Pt said something about not having instructions where something was skipped (pss could not understand what pt said). Pss had difficulty understand ing/following pt due to their dialect. An email was sent to repair to replace the desktop charger.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type recharger product ID 37751, serial# (B)(6). Product type recharger h3. Analysis found non-conformances of the desktop charger. The cable assembly was frayed by the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they are still not able to recharge their implantable neurostimulator (ins) and their recharger (insr) is showing the same message screen with an empty battery or showing that they need to plug the insr into electricity but it is always plugged in. The insr is still not charging even after replacing the desktop charger. The pt verified that they just had the desktop charger replaced and they provided their desktop charge serial number. The pt is elderly and has already been w/o therapy for some time. A replacement recharger (insr) was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.